Event description:
Motor leaked oil during surgery. On follow up it was reported that the surgeon noticed oil leaking through the attachment while working under a microscope. When the attachment was removed, a significant amount of free oil was found. Surgeon believed that oil contacted the surgical site, and irrigated with copious fluid containing antibiotics. There were no pt consequencees reported.